Manufacturer narrative:
Lot number or product was not provided by reporter therefore, unable to proceed with batch retain testing or product investigation. PMA/510(k)#k945200.

Event description:
Neuropathy [neuropathy peripheral]. Numbness in legs and feet [hypoaesthesia]. Blood zinc was high [blood zinc increased]. Kept falling [fall]. Case description: a representative of a regulatory authority reported that a consumer, age and gender not specified, used fixodent denture adhesive, version unknown cream 1 applic, 3/day as their denture adhesive of choice on their bottom dentures, concurrently with poligrip 1 applic, 1/day as their denture adhesive of choice on their top dentures beginning in 1996 until present ((B)(6) 2010), and reported the following: began to experience numbness in legs and feet; could not feel the car pedal - stopped driving in 2008; kept falling - began to use a walker; diagnosed with neuropathy in 2008; blood zinc was high - confirmed by blood test. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.